Event description:
It was reported by the patient that they were concerned their device was not operating properly. Per the patient, the device went from pacing three percent of the time to one hundred percent of the time. Follow-up was attempted; however, no additional information could be obtained. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.